Event description:
Drug/diluent: marcaine 0.25%; fill volume: 90ml; flow rate: 2ml; procedure: left shoulder capsular labral; reconstruction- arthroscopically; cathplace: intra-articular space. Ref: 2026095-2012-00386 and 2026095-2012-00387 (B)(6). Patient alleges cartilage damage in left shoulder following placement of an on-q pain pump, after surgery on (B)(6) 2006.

Manufacturer narrative:
Method: no product was returned for evaluation and investigation. The lot number was not provided; therefore, the device history records could not be reviewed. Results: the information contained is from legal documents served on I-flow, llc. The complaint was opened, so that a medical device report (MDR) can be filed with the us food and drug administration. No further investigation will be conducted. Conclusion: as this complaint was created from a lawsuit served on I-flow or the threat of a lawsuit, no customer contact can be made at this time due to the pending or threatened litigation." As of 11/09/2006 I-flow updated the on-q pump directions for use (dfu), to include the following in the warnings section: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." (Dfu 1307011). On 08/08/2007, I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today". (1303722, rev. E).